Event description:
During a in clinic follow up, episodes of post-paced t-wave oversensing were observed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.